Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2014 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding impingement/rom, wear/metallosis and abnormal ion level involving an unknown stem was reported. The event of impingement and metallosis was confirmed via clinician review and the event of abnormal ion level was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: confirmation: a revision surgery of a rejuvenate stem ((B)(6) 2013) can be confirmed but increased metal levels at that time cannot be confirmed. A subsequent revision can be confirmed for recurrent dislocation ((B)(6) 2014, note: the stated existence of metallosis and poor tissues at the prior revision was not confirmed). A third revision ((B)(6) 2021) can also be confirmed during which component to component impingement was noted with notching of the femoral neck and some metallosis in the tissues. Additional medical records would be required to define the event further. Root cause: the root cause of the first revision was pain and concern with the association of a recalled implant. Stated increased metal level could not be confirmed. The root cause of the second revision was instability. The root cause of the third revision cannot be ascertained without additional medical records. That said, impingement and notching of the femoral neck was noted at the time of the revision and this could certainly explain the concern and/or finding of increased metal levels (if confirmed) and metallosis. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion: it was reported that the patient's hip was revised due to excessive levels of chromium and cobalt in his blood, metallosis and impingement of the posterior (stem) neck on the mdm liner. Clinician review of provided medical records indicate that impingement noted at the time of revision with notching of the neck, while excessive levels of chromium and cobalt could not be confirmed. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6), 2014 and was revised on (B)(6), 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. *update on 26-nov-2021 per clinician review: "[...] (B)(6) 2021: operative note [...] Some metallosis in hip, some impingement of the posterior neck on the mdm liner [...] Confirmation: a revision surgery was performed. Impingement noted at the time of revision with notching of the neck. [...]"